Manufacturer narrative:
Decision is not reportable as device was not in service app, it was never taken out of surgery mode.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient was unsure if they turned it off only or also set surgery mode on. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful, and the patient's therapy was restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.